Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased capture threshold and low sensing measurements were observed. Lead dislodgement was observed via x-ray. The lead was repositioned successfully and remains implanted. The patient was doing well.